Manufacturer narrative:
Correction: the device was not explanted on (B)(6), 2015 as previously reported. The device remains in-situ.this report is filed january 20, 2016. The implanted device remains.

Manufacturer narrative:
The device is currently unavailable.

Event description:
Per the clinic, the device was explanted (B)(6) 2015 for unknown reasons. The device has not been made available for analysis as of the date of this report, (B)(6) 2015.